Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after the patient on impella support was sent to the intensive care unit, lower leg ischemia was noted and confirmed by ultrasound. Options were discussed but the family wanted impella to be removed. After the impella was removed, the patient hemodynamically decompensated with two rounds of cardiopulmonary resuscitation (CPR) completed. The family requested no further medical treatment and the patient passed in the catheterization lab.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06119 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.